Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 6cm balloon. The balloon was received fully advanced through the introducer sheath. The distal end of the balloon was partially prolapsed over the distal tip. A complete circumferential outer catheter break was noted at the proximal balloon glue joint. The break was examined under microscopic magnification (32x) and stretching and bunching of the outer catheter was noted just proximal to the break, likely indicating that excessive force contributed to the break. No other anomalies were observed to the device at this time. The distal end of the sheath was examined. The edge of the sheath tip was examined under microscopic magnification (12.5x) was noted to be flared out, which indicates retraction issues. Functional/performance evaluation: no functional testing could be performed due to the condition of the returned sample (i.e catheter break). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one electronic photo was reviewed by field assurance engineer. The photo shows a pta balloon catheter lying on a flat surface. The balloon appears to be bloody and a complete circumferential outer catheter break is present at the proximal balloon glue joint. The distal end of the balloon is partially prolapsed over the distal tip.. Based on the photos provided, retraction problems and an outer catheter shaft break can be confirmed. Conclusion: labeling review: the current vaccess pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not fully deflate. The balloon catheter was allegedly difficult to retract through the sheath. Reportedly the health care provider made a little nick at the access site, and then the catheter and sheath were removed together as a single unit. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not fully deflate. The balloon catheter was allegedly difficult to retract through the sheath. Reportedly, the health care provider made a little nick at the access site, and then the catheter and sheath were removed together as a single unit. There was no reported patient injury.